Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that manufacturer representative (rep) was with patient. Patient reported they only felt stim once on implant date ((B)(6) 2024) that was a flutter in the butt cheek, but then it went away. Since then, patient has not been able to feel stim. Patient mentioned they connected to their implantable neurostimulator (ins) on (B)(6) and (B)(6) , and couldn't feel any stim. That was the last time patient tried to turn their stim up, but noticed the amp limits. Patient called rep yesterday and notified them of symptoms. Rep called now to report impedance issues with ins. Caller reported getting >4k ohms at case for all electrodes. They also reported having an 'amp limit' on every program (which was 4.0 ma for most) , but confirmed that amp limit function was turned off. Caller reported patient could not feel stim at any of the programs with the amp limits. It was suggested caller go back into the impedance test and go through each electrode. Electrode 0: case=>4k ohms, 1=1253 ohms, 2=2848 ohms, 3=>4k ohms. Electrode 1: case=>4k ohms, 3=3372 ohms, 2=1656 ohms, 0=1253 ohms. Electrode 2: case=>4k, 3=1695 ohms, 1=1656 ohms, 0=2848 ohms. Electrode 3: case=>4k ohms, 2=1695 ohms, 1=3372 ohms, 0=>4k ohms. At this point, it was further reviewed meaning of numbers with caller. Rep was in surgical case and confirmed the lead was given a gentle tug to confirm it was torqued down securely, visual confirmation of lead in header block, confirmation that lead was in pocket during impedance check, and confirmation of appropriate motor responses. It was suggested rep may want to talk to managing healthcare professional (hcp) about the possibility of having ins removed and sent back to for analysis. Caller agreed, and also wanted to try connecting to patient's ins with their r ep-owned handset to determine if amp limit would still be present. Caller stated they would call back if needed.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y6fy serial# implanted: (B)(6) 2024 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: va2y6fy, ubd: 31-oct-2025, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 978b128, lot# va2y6fy, implanted: (B)(6) 2024, product type: lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause was because the patient ran into the kitchen cabinet handle 4 weeks postop and hit approximate site of device.

Event description:
Additional information was received. The manufacturer representative (rep) reported patient had an appointment on (B)(6) 2024. Rep does not know the outcome or resolution discussed as of now.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of not feeling stimulation and high impendences was due to the lead and ins being separated. A lead revision was performed on (B)(6) 2024. It was reported that the issue was resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y6fy implanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2y6fy serial# implanted: (B)(6) 2024 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.